Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's pump "moves around a lot" and stated that it is "starting to bruise" and you can feel the pump and it feels like there is "only a small layer of skin over it". The consumer stated that it seems like the pump is going to "bust out of the skin". The consumer stated that the patient is having pain from the pump due to the pump moving around. It was reported that the patient went two months without medication in the pump because they were unable to find a healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that his pump had been moving around in his body since it was implanted. No patient symptoms were reported. No further complications have been reported as a result of this event.